Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. B26269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotically assisted total laparoscopic, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia outcome was unknown. The reporter considered abnormal uterine bleeding, dyspareunia and endometriosis to be related to essure. The reporter commented: insertion details-left 7 right 8. Lot number: b26269, manufacturing date: 2013-04, expiration date: 2016-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia') in an adult female patient who had essure (batch no. B26269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotically assisted total laparoscopic, hy'sterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia outcome was unknown. The reporter considered abnormal uterine bleeding, dyspareunia and endometriosis to be related to essure. The reporter commented: insertion details-left 7 right 8 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.